Event description:
It was alleged that air was noted to be entering the IV set below the pump. It was noted that the air vent to the burette chamber was in the closed position. There was no resultant pt consequence.